Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. No injury or medical intervention was reported. Data was returned for evaluation. The reported event of err121 could not be confirmed. A root cause could not be determined.